Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for broken plunger/leakage/retained needle with the incident lot was not observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was not able to confirm the customer¿s indicated failure mode. Unable to determine a root cause.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using bd solomed¿ syringe with needle the customer states the plunger broke and the medication leaked. The needle remained in patient's body. The patient removed the needle using hands. There was no report of injury or further medical intervention.